Event description:
It was reported that the user experienced nighttime low blood glucose while using the ilet, reaching 53 mg/dl with fatigue, without late-night snacks or alcohol, and self-treated with fast-acting oral carbohydrates; device-related details were limited. Symptoms included hypoglycemia and sleepiness/drowsiness. Outcomes included no health consequences or lasting impact, and the user was in range after treatment. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available, with insufficient information regarding a device-related problem or specific device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.